Manufacturer narrative:
The meter was received for investigation. Many display segments were shown with a weak contrast. It was found that the battery contacts in the battery compartment and the circuit board were contaminated by liquid (leaked battery) which penetrated/corroded the solder contacts. The event was due to contamination of the contacts due to improper handling or maintenance.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. Upon completion of a display check, missing segments were observed in the time and date area. The results field was clearly readable. When the meter memory results were checked, the top part of the results field was missing. The patient did not notice any segments missing from the results field when she last tested but was not sure.

Manufacturer narrative:
Section e3: occupation is patient/consumer. There was no damage to the meter housing or the display itself. The meter was requested for investigation.